Event description:
It was reported that the patient with this implantable pacemaker experienced pectoral pocket pain. A fentanyl patch was then placed over the device pocket. Boston scientific technical services (ts) stated that the concerned about electromagnetic issues. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.